Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem territory manager and the cause could not be determined. Customer's blood glucose was 140-368 mg/dl.